Event description:
Caller reported a malfunction on pump, specifically with malfunction code 12. There was no adverse impact to customer's blood glucose level. Customer was assisted by technical support with resetting the pump, which resolved the issue as the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue reoccurs.